Event description:
It was reported that the 9800 system poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working as intended and put back into service. The customer canceled the service call. A follow up report will be filed when additional details become available.